Manufacturer narrative:
The condition of depleted batteries witn nine discharges was confirmed. This indicates that the pump's batteries were damaged, and therefore, they were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA-132.

Event description:
A baxter technician reported a pump with depleted batteries with nine discharges below the alarm threshold. This condition was found during bio-med testing. There was no pt injury or medical intervention necessary.